Manufacturer narrative:
The insulin pump seats immediately during the displacement test due dried insulin on the motor slide. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify rewind anomaly due to prime/seating anomaly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had insulin flow block alarm at the time of filling reservoir. The customer¿s blood glucose level was unknown. Customer performed displacement test but they did receive insulin flow block alarm. The insulin pump will be returned for analysis.